Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump experienced a screen bezel separation, which broke internal ribbon cables and rendered the display inoperative; the patient¿s blood glucose remained stable, the patient transitioned to alternate therapy, and the issue involved the display component consistent with a device bonding failure. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed evidence consistent with a stress-related problem and a loss of or failure to bond affecting the display component. The patient also reported intermittent nonfunction of a charging pad without impact to blood glucose. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.